Manufacturer narrative:
(B)(4): indication for use- the starclose se device was used in a calcified access site. The instructions for use, states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4)/ evaluation summary: the device was returned and the reported event of difficulty to insert and the event of the clip deployed at the distal end of the sheath were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It was reported the starclose se device was used in a calcified access site. The instructions for use, states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device after a diagnostic percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was little resistance during advancement. The clip was deployed; however, when the device was removed, the clip was still on end of the device, unreleased. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.